Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device cuff gas leaked for about two hours after intubation and the ventilator started to alarm. There was no problem after patient was reintubated.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one sample was received for evaluation and reported event was confirmed. A visual inspection was done and show cuff damage obviously, also the complaint description mention that during use, the device cuff gas was leaked about two hours after intubation and the ventilator started to alarm, it means the cuff was tested prior to use. The cuff could be inflated completely with air prior to use as directed by the instructions for use (IFU). The pressure of the inflated/deflated test is to confirm no abnormalities with the cuff functionality exist (example leaks, tear, ruptures, burst) prior to use. This pre-check did not identify and failure in the cuff and would indicate that product was functioning as intended prior to insertion. The most probable root cause is cuff punctured/ ruptured during insertion/use which is as a result of the cuff coming in contract with a sharp/rough surface e.g. Teeth, utensils used during intubation. As stated in the warnings/pre cautions section of the product IFU various bong anatomical structure (e.g. Teeth) within the intubation routes or any intubation tools with sharp surfaced present a treat to maintaining cuff integrity. Therefore, the reported condition is not related to manufacturing process. The root cause unable to determine. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report (B)(4) was sent in error as a duplicate for MFR report number: 8040459-2019-00124, any additional information received in the future will be captured and submitted under the report number 8040459-2019-00124. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.